Manufacturer narrative:
On (B)(6) 2016 - a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, their imaging system would not move in any direction. After taking the scout shot, all movement had been locked. They moved the patient down out of the gantry as the door could not be manually opened with the wrench. The site staff could not re-dock the gantry. The surgeon opted to discontinue the use of the imaging system and proceeded with the use of a c-arm. Delay in therapy was 15 minutes. There was no impact on patient outcome.